Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's "device is out of place and under my armpit". The patient also stated that a nurse told the patient that their heart stopped for two minutes. The patient also stated that they had pain. Additional information has been requested, however, it is not available. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.